Manufacturer narrative:
(B)(4). The device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 1 place. The damage was 40cm from the hub to 53.5cm distally. There was a kink on the shaft at 11cm from the tip. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2017. It was reported that the catheter became kinked. A renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the catheter became kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a break in the shaft.